Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova representative provided technical assistance to the engineer of the hospital. He addressed the failure to the motor control board of a pump. He replaced the part and the issue was solved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system displayed an error message during procedure. There was no report of patient injury.